Manufacturer narrative:
A vyaire medical field service representative (fsr) went onsite to the facility. The fsr was able to confirm the customer's reported issue. The main board was replaced with new one. The fsr performed calibrations and ovp, all test passed per vela service manual.

Event description:
It was reported by the customer to vyaire medical technical support that service was required for his vela ventilator. The issue reported was transducer fault.

Event description:
The customer reported transducer fault alarm during use on a patient on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: code 81-other: vyaire medical's failure analysis team was able to duplicate and confirm the customer's issue of transducer fault. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 has failed due to a manufacturing process. A CAPA-000000281, scar ps-14-46, and co102677 were initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.